Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to a pump migration. It was detailed that the component was still in the scrotum, but the physician repositioned it so the patient could properly palpate it. There were no patient complications.